Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead and atrial lead oversensed noise. Programming changes were performed to address the problem. There were no patient consequences.